Event description:
It was reported that the device exhibited post-paced t-wave oversensing (pptwos) resulting in several inappropriate shocks. Programming changes were made. There were no adverse health consequences, the patient was stable.